Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information requested but not received. Event date is an estimation. It is unknown which lead was explanted, so both are being reported on.

Event description:
Related manufacturer reference number: 1627487-2020-22522. It was reported that the patient was experiencing ineffective therapy due to high impedances caused by a lead fracture. As a result, the lead was explanted and therapy was achieved with the remaining lead.